Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert for eri on their implantable cardioverter defibrillator. Premature battery depletion was suspected. A device exchange was scheduled. Patient was in stable condition.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.